Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose on (B)(6) 2017, with blood glucose of 68 mg/dl at the time of the incident. The customer was at home and the paramedics were called. The customer was treated with 25 cc of d10 intravenously. The customer experienced symptoms such as chest pain, nausea, and jitteriness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was hospitalized. The customer was inadvertently given an estimated 100 units of insulin. It is unknown if the insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.